Manufacturer narrative:
Device not returned.

Event description:
Reportedly, the arterial line was not connected to the luer lock at the side of the sensor before use. It was further reported that it appeared as if the line was cut. No pt complications were reported.